Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device underwent functional testing and baseline checks were completed. All testing on the device passed, therefore no problem was detected. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to infection. The patient received antibiotics and no additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to infection. The patient received antibiotics no additional adverse patient effects were reported.